Event description:
The customer reported there were high and low inspiratory alarms. There was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the incident, and the unit is alarming high inspiratory pressure and low inspiratory pressure. Provided him with the latest service manual and instructed him to have the unit run for an hour or two. He will be using the controls settings test from the performance verification test (pvt). Also instructed him to perform the entire pvt. The customer emailed back and stated that he had the ventilator on control test for an hour without any alarms. Checked all the pressure and flow tests and they were within specifications. No further action is required.

Manufacturer narrative:
Upon further investigation, it was discovered that this complaint is a duplicate of the issue that was reported through MFR report number 2031642-2021-05854. Therefore, this complaint no longer meets reportability requirements.